Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The available iegms of episode 2 and 3 showed intermittent atrial and left ventricular capture as well as an intermittent lack of atrial sense events, confirming the clinical observation. However, the root cause of the clinical observation could not be determined, based on the available device data. There was no indication of a device malfunction.

Event description:
The patient had two recorded vf episodes with therapy and was brought into the hospital unconscious. The recordings on the device episode 2 and 3 show no as events and questionable capture in the a and lv. Post vf follow-up shows normal device function and proper sensing, capture and impedance.